Event description:
A malfunction on the pump was reported by the caller, who noted no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump, and the malfunction did not recur. The caller was informed to continue using the pump and to reach out again if any malfunctions reoccur.